Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient is experiencing ineffective therapy. Reprogramming was unable to resolve the issue. Diagnostics indicate that the s1 and l2 leads have high impedances. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.